Event description:
It was reported that the pump was explanted and replaced; increased residual volumes had been noted. The pump contained compounded baclofen; no patient symptoms were reported. Rotor and dye studies were performed - dates and results not reported. A follow-up report will be sent if additional information becomes available to us.

Manufacturer narrative:
The device has been returned to the manufacturer for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.